Manufacturer narrative:
Should additional information become available, it will be provided in a supplemental report.

Event description:
It was reported that, seven years postoperatively, the implant developed impingement. During the revision procedure, the existing baseplate was removed and replaced with an arthrex baseplate positioned at the most inferior aspect of the glenoid. Preoperative radiographs indicated that the 6.5 mm central screw appeared fractured. Following removal of the baseplate, intraoperative c-arm imaging confirmed that a portion of the screw remained in the glenoid. A small burr was used to widen the opening, and a trephine was then used to remove the retained screw fragment.